Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke when it fell on the floor from a tray awaiting kit inspection.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) bottom confirmed that the tasp has fractured into two pieces along the central post. Minor scratches and wear noted that are likely from use. The receiving inspection report for the supplier manufactured component for the lot were reviewed and identified no deviations or anomalies. This device is used for treatment. The device broke when a stack of trays fell over when getting them ready for surgeries. Therefore, there was no patient involvement. As the tasp broke when a stack of trays fell over the root cause is accidental damage.